Event description:
As reported by hosp to distributor, angiographic syringe would not make a secure connection (unwinding). Air bubbles were evident. No air was injected and there was no pt injury. Syringes are provided to distributor on a bulk, non-sterile basis for re-packaging into custom kits.